Event description:
Pt being treated for a distal femur fracture was implanted with a plate and screws on (B)(6) 2011. On an unk date the pt stood up, heard a pop, and fell to the floor. The plate was noted as broken at the 2nd shaft hole. The pt was returned to the operating room on (B)(6) 2012 for removal of hardware and revision to a new plate, screws and bone graft.

Event description:
This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.